Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Following a pulse field ablation study procedure using the farawave nav catheter, the patient noted ocular migraine symptoms two days following the procedure at an outpatient follow-up visit. Although patient did not experience any vision changes, it was reported a sensation of pressure near his eyes and discomfort while reading. No atrial fibrillation was detected in the implantable loop recorder (ilr). Corrective actions included administering plavix 75mg daily and sumatriptan as needed. The patient was not admitted for hospitalization. The migraine symptoms resolved by (B)(6) 2025, and the patient returned to baseline condition. Did not have pre-existing diagnosis of migraines. Patient did not experience stroke. The device involved was disposed of and is not available for return.